Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. Customer tried power cycle, but the issue persisted. The complaint did not include further details about the nature of the issue. No service action was performed by the philips, since the device was not under the service contract. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.